Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation that indicates the event was caused by liberty select cycler/liberty cycler set malfunction or product deficiency. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-documented complication known to occur in pd therapy. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient called fresenius technical support to report that for the past few nights the patient has not been feeling good. Contact wanted to speak with an on call nurse to see if patient has a virus. The patient contact stated that they are not having problems with the treatment or cycler. The fresenius technical support representative advised to follow up with the pdrn on call and provided the patient's clinic #(B)(6). There was no patient harm or adverse event, and no medical intervention was required. Feeling unwell.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A caregiver a patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support reporting that the patient has not been feeling well. During follow-up with the pd nurse, it was stated the patient was experiencing abdominal pain and went to the hospital, where the patient was diagnosed with staphylococcal peritonitis. The nurse was not able to identify the cause of the patient¿s staphylococcal peritonitis. The patient was treated with the antibiotic vancomycin (unknown dose, route, frequency). Per the nurse, the patient continued pd therapy. Further details surrounding the patient¿s hospital course are unknown as the discharge summary is not available. The patient was reportedly discharged after four days and continued pd/antibiotic therapy. The patient is recovering from the peritonitis event.